Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores. It was also reported that the garment was rubbing against the patient's skin. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient that he had eczema and prescribed the patient triamcinolone cream. Outcome of the skin irritation is unknown.